Event description:
It was reported that the patient complained of pain, surgeon decided to revise.

Manufacturer narrative:
The patient is (B)(6). An event regarding a revision due to pain involving a triathlon pkr insert was reported. The event was not confirmed. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 5620-b-201, triathlon pkr baseplate #2 lm/rl, lot code: znzga. Cat. No.: unknown, unknown femur, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that the patient complained of pain, surgeon decided to revise.